Event description:
The customer stated that she received her new contour meter kit and found the cap open on the sample bottle of test strips. The test strips were loose inside the meter carton. The customer did not allege any adverse events. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.